Event description:
It was reported that the right atrial lead dislodged. The lead was repositioned and remains in use. It was also reported that the left ventricular lead was causing phrenic nerve stimulation and it was not possible to program around it or revise it so the lead was removed and was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.